Event description:
A review of service data detected a reportable event. During servicing, monitor (B)(4) was unable to power on. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. As received, the monitor was unable to power on. Upon further evaluation, it was found that the flash memory chips (components u102 and u105) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse events resulted from the corrupt memory.